Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unknown procedure on (B)(6) 2026, and ¿the power went out during the operation, and afterwards there was a burning smell. The surgery was then continued after replacing it with another air seal.¿. Further assessment found ¿the device was shut down suddenly, and there was no alarm. The pneumo was lost¿ suddenly. The procedure was completed, with no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.